Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d6a d6b, g4, h4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown and rupture. Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported "capsular contracture baker grade unknown", "leakage of silicone" and "implant affected by the recall". This record is for the left side. The device remains implanted.